Event description:
A customer contacted beckman coulter, inc. (Bec) to report they were not getting diff results with their controls on coulter lh 500 hematology analyzer and discovered a small amount of erythrolyses had leaked from tubing at pinch valve (pv) 27. The customer reporting the leak was wearing gloves, glasses and a lab coat and was the only person involved. There was no report of any patient samples or results being affected by the leak. The customer replaced the pinch tubing at pv27 and primed the lh series pak. No death or injuries occurred and no one sought medical attention. There was no exposure to skin, open wounds or mucous membranes.

Manufacturer narrative:
Root cause was worn pinch tubing at pv27 which the customer was able to replace. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).